Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had become inoperable. It was noted that the patient lost therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.